Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the surgeon felt the tactical feedback of the ax55g, but there were no staples at all (used according to instructions). They checked the known body, but there were no signs of staples.